Event description:
The account alleges that a male patient underwent a transoral incisionless fundoplication [tif] procedure for gerd. The patient had a severe cough, that was unrelated to the procedure when discharged from the hospital. The patient presented again 11 days post-tif procedure for a gi perforation on the anterior side of the fasteners. It is unknown what caused or contributed to the fastener failures or the alleged gi perforation. The chest tubes were also placed in this patient to prevent impairment. The device was not returned for engineering observation and there are no additional patient consequences to report. The patient tolerated the procedures and interventions well.

Manufacturer narrative:
A medwatch initial final report is being submitted due to a retrospective review of egs complaints (B)(4). By merit medical's systems inc, (B)(4) pms team for any identified complaint discrepancies requiring submissions, corrections and/or additional information per 21 cfr 803. A reportable event 3500a medwatch was not submitted to the FDA for this complaint. The suspect medical device was discarded and was not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened. Reviewed for egs - merit medical systems inc. 1600 west merit parkway south jordan, ut 84095 801-253-1600.